Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.00/1.5/174 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to elevated iop (60mmhg) without pupil block and angle closure (assesed on (B)(6) 2021) and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.